Event description:
The lead was placed in the pt in the cardiac cath. Lab under fluoroscopy. Approx. 5 hours after initial placement the lead stopped functioning and was removed. A second pacing lead was placed in the pt. This lead also stopped functioning and was removed along with the another co's catheter through which the lead was placed as the pt's condition had improved.